Manufacturer narrative:
The customer returned a na-u403sx-4019 single use aspiration needle (lot kr144440) for evaluation due to "needle would not go back in, the needle is exposed". The user¿s complaint has been confirmed. The single use aspiration needle was not received in the original package. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. The needle was fully extended with the sliding handle lock engaged when received. A functional and visual inspection on the received condition was performed, and the results are as follows: the single use aspiration needle was not received with the stylet or stylet wire. The luer is still intact. The handle section has no damages, or anomalies. The handle lock is present, moves freely, and stays in place when locked. The movement from the handle is normal. The sheath adjust screw can lock and unlock and prevents the sheath adjuster from turning. The needle will extend from the distal end of the insertion portion but will not fully retract back into the sheath. Further visual inspection found the insertion portion has a slight kink at approximately 120mm from the distal end . There is no foreign material present on the device. Based on device evaluation, the customer reported issue was able to be duplicated. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported that the needle would not go back in, the needle is exposed. The user switched to another needle to complete procedure. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. The aware date should be 28-jul-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure of the needle unable to fully retract may be attributed to the observed kink in the sheath. The observed failure likely resulted from forcing the device through resistance. The following information is stated in the instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.